Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the drawer was failed. The customer reported that the full height drawer suddenly failed while nurses were pulling medications. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height drawer was failed. The technical support specialist requested to add med ID: (B)(4) to the facility formulary and redirected to bop main office to resolve this inaccessible issue. The system functioned as intended after the technical support specialist troubleshot the device.